Manufacturer narrative:
This report is submitted on july 15, 2019.

Event description:
It was reported that the patient experienced poor performance with device use; subsequently the device was explanted (date not reported).

Manufacturer narrative:
This report is submitted september 12, 2019.